Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that IV antibiotics (hung as a secondary infusion) were scanned through the computer, and the orders were sent to the IV pump. The nurse witnessed the antibiotics drip into the drip chamber. All tubing clamps were opened and double checked. The nurse came back to check on the infusion, and it was noted the entire bag of antibiotics had not infused. The nurse manually programmed the IV pump and checked 2 times to make sure the clamps were open. The nurse observed the drip chamber to ensure it was dripping. When the nurse came back to check the infusion again, the antibiotics had still not infused completely. The device had changed over to the primary infusion prior to completing the administration of the antibiotics. There was no detectable harm.

Event description:
Received a medwatch which states, "IV antibiotics scanned through computer and sent to IV pump nurse watched as antibiotics started to drip into chamber all clasps were opened and double checked when the nurse came to check on administration, it was noted that the whole bag of anitibiotics has not run nurse manually programmed IV pump nurse checked 2 times to make sure clamps were open nurse observed chamber to make sure it was dripping upon recheck, the anitibiotics bag and still not run through completely and the pump and returned to the primary prior to completing the adm inistration of antibiotics note on march, notified pharmacy, charge, and will pass on to oncoming nurse defective pump removed and marked FDA safety report ID# (B)(4)"

Manufacturer narrative:
Additional medwatch information provided.